Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a smart remote manager issue. The field service engineer removed the old adhesive that was falling off the remote manager, installed new adhesive and reattached the remote manager to the fridge. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a smart remote manager issue. The customer stated that the srm become disconnected from refrigerator, adhesive was not sticky, and it fell off. Customer has applied a tape temporarily to hold the srm but said it won't too long until it falls off again causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.